Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call bent sensor cannula. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for bent cannula was performed. Customer inserted the sensor and felt pain. Customer removed the sensor 1 hour later and realized the sensor cannula was bent. Customer was advised a replacement sensor will be sent out and agreed to return the product for analysis.

Manufacturer narrative:
We inspected one opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also, found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned opened/used. We were unable to confirm needle complaint due to customer return sensor no insertion needle.